Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There is a temporal relationship between pd therapy on the liberty select cycler and the patient event of fluid volume overload with subsequent hospitalization. However, there is no documentation to show a causal relationship between the event and the liberty select cycler. The patient was new to fresenius products and didn¿t request assistance from the pdrn. The patient issues encountered on the few days leading to the hospitalization were resolved over the phone, but it is unknown if the patient continued with and completed the treatment on those occasions. In addition, the patient was experiencing electrical issues within the home which were affecting the use of the liberty select cycler. Per the pdrn, the patient did not complete treatments prior to hospitalization and has since been retrained. Based on the available information, the liberty select cycler can be excluded as a cause of the event.

Event description:
It was reported that a patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) was hospitalized for fluid volume overload (signs/symptoms unknown). The peritoneal dialysis registered nurse (pdrn) stated that the patient had recently started using fresenius products and was confused on how to utilize them. A review of the patient¿s records shows that they reported issues for three days prior to hospitalization. The pdrn reported that instead of requesting assistance on proper use of the products, the patient did not complete dialysis (unknown how many treatments) and ran out of manual supplies which resulted in the fluid volume overload. The patient was treated in the hospital for the volume overload by performing pd treatment. The patient was then switched to hemodialysis (hd) and was supposed to transition permanently to hd, however, left the hospital against medical advice (ama) after six days. It is unknown if the patient continues to complete dialysis and the patient disposition is unknown.